Manufacturer narrative:
Device is combination product. (B)(6).

Event description:
(B)(6) clinical study: it was reported that a balloon rupture occurred. In (B)(6) 2020, a percutaneous transluminal coronary angioplasty procedure was being performed. The target lesion was located in proximal rca with 80% stenosis and was 15 mm long with a reference vessel diameter of 4 mm. Timi flow was 2. The target lesion was treated with pre-dilatation. This 4.00 x 15 mm agent drug coated balloon was selected however during the procedure the balloon was found to be ruptured and leak was noted. Another device was used to complete the procedure with no serious injury or adverse event to the patient to treat the target lesion with 10% residual stenosis. Post dilatation was not performed. Timi flow was 3.